Event description:
Delay in critical drug therapy reported: according to the customer contact, there was a short delay in dobutmamine, diprivan and lidocaine therapy during a code event due to "false" "cassette" alarms. The delay was resolved by changing the administration sets until the alarm events were resolved. It was reported that the diprivan bottle was "lost" due to changing the set 3 times. There was no info available related to the dobutamine and lidocaine set changes. The pt's blood pressure returned to acceptable limit after infusion therapy was initiated. Though requested, there was no additional info or more specific detail available.